Manufacturer narrative:
Concomitant medical products: product ID: bi71000158, serial/lot: none. Patient information was requested. No parts were returned for product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system was misaligned during docking and this damaged the x-stage cover. It was unclear if this was user error. This occurred when the system was being removed from the room. There was no patient harm and the procedure was not delayed.